Manufacturer narrative:
The evaluation and assessment was based on analysis of the provided log file. It could be revealed therefrom that the device passed the system test in the morning of the date of event w/o deviations. The concerned procedure was started at 08:06 am system time in manual ventilation mode; switchover to volume af mode was proceeded 8 minutes later. Right from the start of automatic ventilation the device repeatedly alarmed for fresh gas low or leakage and later apnea, minute volume low and inspiratory tidal volume high, while significant deviations between the inspiratory and expiratory flow measurement were detected. This is the evidence for the presence of a large leakage in the breathing circuit outside the device. After two minutes the emergency air inlet was opened automatically to compensate the significant fresh gas deficit and to ensure proper ventilation. The user switched forth and back between manual and automatic ventilation but the situation remained unchanged. At times, negative pressures up to -12 hpa were detected indicating either spontaneous breathing efforts of the patient or the usage of a suction system. At 8:26am the unit was placed in standby. All in all, no indication for the potential presence of a device malfunction was found. The ventilation was heavily disturbed by a large leakage which was detected by the device; appropriate alarms were posted and the designed countermeasures were initiated. The intermittently occurring negative pressure had also his origin outside the device since the anesthesia workstation is by no means able to generate a negative pressure. The device behaved as specified during the particular procedure. No patient consequences have been reported.

Event description:
Please refer to initial MFR. Report #9611500-2019-00163.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The customer reported that during a case, the machine could not build or maintain pressure in the breathing system. There was no injury reported.